Event description:
It was reported via phone call that the customer was experiencing high blood glucose readings of 530 mg/dl. It was noted that the customer has treated with a shot. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Mother reported seeing air bubbles in the tubing and the reservoir and stated that may be the reason for the high blood glucose readings. Troubleshooting for air bubbles was not completed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.